Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient said when they started their ac chemo treatment, they had no problems but now, patient was on taxol and since they started, all they did was leak, it was going through their pants, they had a treatment today and had gone through 2 briefs and pads. Patient had experienced change of therapy. Therapy was on. Patient said if they turned it up too high it hurt their leg, but that went away if they turned it back down. After increasing to 1.4, patient felt stimulation when standing but stopped feeling it when walking around. When they had their first taxol treatment, they had return of symptoms and patient said today was their 2nd, they would have 2 more every 3 weeks. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.